Event description:
The consumer alleges on (B)(6) 2010, she made sure the wheellocks were engaged before transferring from her bed to the wheelchair. The chair allegedly rolled with the wheellocks in the locked position, allegedly causing her to fall and sustain injuries. The same alleged incident occurred two days later while transferring from the bath to her chair. The specific injuries are not known at this time.

Manufacturer narrative:
The details of this issue were recevied through correspondence. As of this MDR submission, the manufacturer of this device has not been provided.